Event description:
The issue was resolved through reprogramming. New information indicated the patient was in good condition.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic and the pulse generator exhibited backup operation. It was noted that the patient was recently exposed to an MRI. No intervention or patient symptoms were reported. The patient would be monitored.